Event description:
During preventative maintenance of the device, the field service rep (fsr) reported that the batteries were dead on the device. The batteries were replaced at the user facility. There was no pt involvement. Investigation in process, but not yet completed.